Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor (sam) event had occurred disabling the minute ventilation (mv) feature. A review of the device data identified a lead safety switch (lss) had been triggered due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Noise and oversensing was observed on the rv channel and the atrial channel. A boston scientific technical services consultant discussed the clinical observations with the caller and suggested reprogramming the device to bipolar sensing configuration and unipolar pacing configuration. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.